Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of clearlink secondary medication sets were ¿sometimes leaking from the spike end that was going into the secondary container¿. It was stated that the issue happens on different steps from set up to patient infusion. The sets were used with unspecified primary tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.